Manufacturer narrative:
Insulin pump passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not beeping. The customer¿s blood glucose was unknown. The troubleshooting was performed. The customer was assisted in performing a self test. Pump vibrated during the vibrate test, although the insulin pump was able to go through the self test successfully, the customer confirmed that the insulin pump was not beep during tone test. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.